Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The baseline age is 2.5 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: medium-term follow-up and modes of failure following epicardial pacemaker implantation in young children. Europace. 2007;9:94-97. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable epicardial pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports in two cases lead repositioning was required during the implant procedure to obtain satisfactory r-waves. The article also reports three lead revisions were required during follow up due to ventricular electrode fractures. It was also noted that two leads contained fractured at the crossing between the pericardial cavity and the abdominal wall and the other lead was fractured at the y-division of the bipolar two tip electrode. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.